Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during primary knee-tep unknown side it had not been possible to fix the tibial inlay in the tibial base. Another inlay was used without any issues. No adverse patient consequences, surgery delay 5 minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that "last week we inserted the inlay in a standard as always, but it didn't get stuck, the lip in front must have been broken somehow. Normally I need 1 hit with the impactor, in this case the inlay definitely did not work." Affected side: right. Patient dob 1967.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. The device was manufactured on 1/31/2020. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H10 additional narrative: added: d2b and g5. Corrected: h3.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. The device was manufactured on 1/31/2020. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.